Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fkw4, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a couple of weeks prior to the report the patient started having sudden pain and discomfort at the implantable neurostimulator (ins) site. The stimulation was also painful and uncomfortable. The patient had no falls or trauma. The patient intended to turn down the stimulation to see if the pain would reduce. There was no reported intervention or patient outcome, so additional information was requested. If additional information is received a supplemental report will be sent.